Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 00840004410; lot# 63601647. Item# 00840002407; lot# 63319025. Item# 00840009400; lot# 63306597. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient had an initial right total elbow arthroplasty approximately seven (7) years and five (5) months ago. Subsequently, the patient had a hematoma drained from the surgical site approximately two (2) weeks post-implantation. The patient had no further issues with drainage. Attempts have been made and no further information has been provided.